Event description:
The caller reported experiencing multiple cartridge alarm 30 incidents on (B)(6) 2025. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer service planned to replace the pump, as the current one was under warranty, and advised the caller on alternative insulin delivery using multiple daily injections (mdi) until the replacement with updated software was received. The caller was given instructions on how to manage the return of the problematic pump and acknowledged understanding the necessary steps, including placing the pump in storage mode before shipping it back.